Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator eroded through the skin. The device was explanted and replaced. The patient's condition before, during and post procedure was stable.